Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable was being used during a device implant and worked normally for testing of the right ventricular (rv) lead. When it was used again later, no electrical measurements were able to be obtained. The impedance measure high and there was no sensing and no capture at maximum output. New cables were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the cable could not provide a signal. The cable passed all continuity testing. It was indicated that the cable had multiple areas of contamination and had a clip that would not close with the cover in place. If information is provided in the future, a supplemental report will be issued.

Event description:
The cable was returned for analysis.